Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated a patient generated false positive architect stat troponin-I results. ID (B)(6) generated architect stat troponin-I of 163, 131, 140, 119, 109, 129 ng/ml using different samples. The customer troponin cutoff is 0.03 ng/ml. Additionally, the patient tested I-stat method positive. An EKG, ultrasound and cardiac catheterization was performed with no findings. The patient has no clinical indication of an mdi. No patient harm was reported due to the EKG, ultrasound or cardiac catheterization. Additional patient testing data provided by the customer. Date (B)(6) 2018: ck 160 u/l, ckmb 4.5ng/ml. Date (B)(6) 2018: ck 262 u/l, ckmb 8.7 ng/ml. Date (B)(6) 2018: ck 424 u/l, ckmb 15.9 ng/ml. Customer reference ranges: ck 20-259 u/l, ck-mb 0.1-6.6 ng/ml.

Manufacturer narrative:
The customer's instrument logs were reviewed for the samples tested in (B)(6) 2018. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Review of the ticket trending and lot searches did not identify an increase in complaint activity related to falsely elevated results. In addition, a device history record review was performed on reagent lots 00299un18 and 98584un18, which did not show any potential non-conformances, deviations, or non-conformances. Accuracy testing was performed to evaluate the performance of reagent lots 00299un18 and 98584un18. An internal troponin-I panel was tested with retained kits of the likely cause reagent lots. Acceptance criteria were met, which indicates acceptable product performance. The customer's returned sample was tested for analytical specificity. The sample volume was insufficient to complete hbt interference testing. Dilution linearity testing was performed on the sample, however the dilution linearity calculation could not be performed as the neat sample result was greater than 50 ng/ml, and a specific numeric value could not be obtained. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. A literature review was performed. This search produced numerous articles describing the many conditions where serum troponin levels are elevated when the underlying condition is not acute coronary syndrome. Arrhythmia and cardiotoxicity, caused from managed or illicit drug use, were common causes across many of these articles. All authors discussed a differential diagnostic approach that allows for the discovery of alternative etiologies for assigning the cause of increased serum troponins when myocardial infarction is not the cause. One article did provide evidence that heterophilic antibodies were the cause of 6 troponin elevations seen in 12 months of testing. No product deficiency was identified.